Event description:
It was reported that the insulin pump had physical and cosmetic damage. No further information reported.

Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Insulin pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip and tube. (B)(4).